Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing consistently high blood glucose levels throughout the week, ranging from 280-290 mg/dl. She consulted her endocrinologist, who adjusted her carbohydrate ratio. The patient later sought medical attention due to feeling jittery and unwell. At that time, her blood sugar was 174 mg/dl, and she reported symptoms consistent of low potassium levels. She administered a correction dose of insulin manually. As part of her treatment, she received IV fluids, potassium supplementation, and had blood work performed. The patient was discharged after a few hours.